Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy procedure, the suture catcher mechanism of the firstpass mini straight detached from the upper jaw while trying to catch the medial meniscus root. In consequence, an additional intervention including a small incision to open part of the knee to retrieve the detached part of the suture passer was needed. The procedure was successfully completed using a back-up device. A 45 minutes delay was reported to look and retrieve the foreign body, but it was found inside the suction liner/container. It was likely sucked while trying to irrigate and wash the incision site to have better view. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The suture capture is completely detached and not returned. Product was out of the original packaging. No packaging returned. A review of the customer provided image shows two firstpass devices one with a detached suture capture. A functional evaluation revealed the needle will deploy when trigger is initiated, the suture capture is detached. Not able to test suture passage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided for this complaint will be re-evaluated. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.